Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had a problem the night before the report and leaked their pad twice. Patient had a sleep apnea machine and took sleeping pills, but had not been using it because they feared they would wet the bed. Patient stated they fell and that the fall made their amplitude go to 0.0. Patient was feeling pain from stimulation, so they decreased stimulation to a comfortable level. Patient later stated they were having a lot of back pain and was not sure if it was from changing from program 3 to program 2, but they were having more back pain on their new program. Patient lowered stimulation down from 3.0 where they had pain, to 0.6 where it was comfortable. Patient had heavy leakage overnight and did not want to wake up so they turned device up to 0.7. Patient brought stimulation to 0.0 due to pain, but later stated that they wanted to switch back to program 3 because they did not experience pain and it was 'working like a dream'. When patient tried to switch programs, they felt tingling in the left leg. Patient mentioned when they were on program 1 they felt no stimulation at all. Patient stated program 2 felt like their pain was breaking their back. It was noted patient did not sleep much as they did not take their sleeping pills. Patient stated their urgency was bad. No further complications were reported.